Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system were used. A pre-existing pericardial effusion measuring .32cm was observed at the start of the procedure. The transeptal puncture was performed twice. During deployment of the closure device, 4 partial recaptures of the device occurred. The procedure was completed with the pericardial effusion remaining the same size as prior to the procedure. The patient was discharged one day post procedure. Six days post procedure the patient was admitted with a large pericardial effusion. A pericardiocentesis was performed and 1l of fluid was drained. The patient fully recovered and was discharged.